Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "needle broke off in his stomach but he was able to get the needle out. He has 3 different insulins 8 am, 5 pm, and 11 pm and he used the same syringe for each dosage but changes them out for the next round of shots."